Manufacturer narrative:
Correction : omit a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable. .

Event description:
It was reported that the syringe pump was involved in an unspecified patient event, when the hospital's biomedical technician ran the test, the device failed the force sensor plunger accuracy test. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a08 - calibration problem (2890), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump was involved in an unspecified patient event, when the hospital's biomedical technician ran the test, the device failed the force sensor plunger accuracy test. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the syringe pump was involved in an unspecified patient event, when the hospital's biomedical technician ran the test, the device failed the force sensor plunger accuracy test. There was patient involvement but the information on patient impact is not known.